Event description:
The customer reported approximately two hundred (200) milliliters of what appears to be wash concentrate fluid leaked from the cap piercer area and noted the cap piercer was not piercing the center of caps involving unicel dxc 600i synchron access clinical system. The customer was advised to use proper personal protective equipment (ppe) prior to troubleshooting; the customer had on gloves, a laboratory coat, and eye protection. The customer noticed fluid on the caps after completing cap piercer and tube alignment and at the time of unloading the rack. No erroneous patient results were generated. The customer did not have direct contact with the fluid and has an exposure risk management plan at the facility. There was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this incident. The field service engineer (fse) went to the facility to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) examined the system and repaired the cap piercer. The fse primed the system and verified proper operation. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).